Event description:
This is a report received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from the nurse in the us of peritonitis in a male patient coincident with dianeal 1.5%, 2.5% and ultrabag 2.5% therapy. On an unreported date the patient began treatment with dianeal therapy intraperitoneally (ip) for peritoneal dialysis (pd). The care giver reported the patient had experienced peritonitis on an unknown date. The patient had been hospitalized on (B)(6) 2012 and was discharged on (B)(6) 2012. It is unknown what treatment was ordered and administered. The caregiver indicated that the peritonitis was caused by patient touch contamination. It is unknown if the patient was retrained. The patient is reportedly recovering from this event.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. The assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.